Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. The hcp reported that the patient's therapy was turning off by itself. The hcp reported that they checked the ins with the clinician programmer and it showed an average of 8 coupling bars and 1 hour duration and interval for recharging. The hcp reported that they tried it a few times since the battery was flashing on and off. The hcp reported that the first time they turned it on, the ins said the therapy was on at 96%. The hcp reported they then tried it with the patient programmer and it "must have turned it off without pressing off." The hcp reported that the second time it was on at 0%. The hcp then reported that after the third and fourth times it said that the therapy was on at 100%. No further patient complications have been reported as a result of this event.